Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for 35 days. The customer was not wearing the insulin pump during the hospital stay. The insulin pump alarmed for a reset error. The insulin pump was stored and out of use for an extended period of time and the customer was advised that the insulin pump had experienced an unexpected restart and was advised to monitor the insulin pump.